Event description:
It was reported the device had migrated down and had pulled the right ventricular (rv) lead back. The rv lead had high thresholds. The device was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.